Event description:
It was reported to medtronic minimed that the customer experienced simplera sensor would not connect. Restart was also not working and pump did not want to factory reset. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1885 was requested and the customer response was that the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. An attempt was made to connect the pump to a simplera sensor. The pump was unable to connect to it displaying a ¿device not compatible¿ error message. Afterwards an attempt was made using another pump with the same software version, and it was able to pair with that sensor. During a 2nd attempt to pair the original pump, the pump returned a pump error 63. Thump software was used to upload pump data, and it was unable to do so. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that the pump is unable to pair with a simplera sensor was confirmed during testing. The sensor incompatibility and the inability to upload is due to a hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.